Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an inconsistent breath rate was confirmed. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were lower than expected. Ventec replaced the internal flow transducer (ift), external flow module (efm) and cough assist valve to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift, efm and cough assist valve.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device needed service. The customer reported to ventec that they observed the ventilator breath rate was not consistent. There were no reports of patient involvement associated with the reported event.